Manufacturer narrative:
Additional information in h6: component, investigation type. Findings, and conclusions. Device evaluation: product not returned, photos were not provided. Device evaluation unable to be performed. X-ray images were provided, but they do not show any definitive issues with the implant that was removed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to operational factors, patient factors, or post-op care factors. DHR review: DHR unable to be reviewed as lot number is not known. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a revision surgery was performed to address post-operative pain. The mobi-c device placed at level c5/6 was removed and replaced with an acdf. The mobi-c at level c6/7 was not affected.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address post-operative pain. The mobi-c device placed at level c5/6 was removed and replaced with an acdf. The mobi-c at level c6/7 was not affected.